Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in-clinic, post-paced t-wave oversensing was observed. The patient was stable and will continue to be monitored.

Event description:
New information received notes that programming changes were made and the oversensing was resolved. The patient presented in the emergency room on (B)(6)2018 with concurrent runs of af and vf due to severe electrolyte imbalance. The patient will continue to be monitored.